Manufacturer narrative:
(B)(4). Device is currently unavailable.

Manufacturer narrative:
The model number is ci24r (cs); not ci512 as previously reported. The serial number is (B)(4); not 1020120237215 as previously reported. The date of implant is (B)(6) 2003; not october 8, 2010 as previously reported. The date of explant is (B)(6) 2015; not march 30. 2015 as previously reported. This report filed november 6, 2015.

Event description:
Per the clinic, the patient experienced poor sound quality and a decline in hearing with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, april 16, 2015.